Event description:
Pt awaiting lung tx placed on v-v ECMO (B)(6) 2012 at 2042. On (B)(6) 2012 an additional drainage cannula was added to the femoral vein to augment venous return due to increased pulmonary demands. On (B)(6) 2012 circuit pack #(B)(4), lot # 12088719 was changed due to noisy pump head. On (B)(6) 2012 head lot# 11872464 changed due to sudden and abrupt drop in flow. Pt eventually removed from tx list and terminally weaned on (B)(6) 2012 at 0510. (B)(4). Event abated after use stopped or dose reduced? Yes.